Event description:
Information received by medtronic indicated that the insulin pump had crack on its case. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring= clear. Customer complained about cosmetic damage located at the backside of insulin pump found on (B)(6) 2022 the device passed the following test: displacement test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test, and self test. P-cap was attached and locked into place properly. Insulin pump was cut open to perform visual inspection and moisture damage was found at the electronic assemblies & motor. The device was successfully downloaded using thus. Pump error 37 occurred (B)(6) 2022 09:39 am during testing. Motor was tested outside of the device and passed. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked retainer, broken belt clip rails. Cosmetic damage is confirmed and located at the battery compartment. Pump error 37 is confirmed due to moisture damage. Moisture damage was found and located on pcba 1 and motor. Additional cosmetic damage was noted on device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.